Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured near distal tip. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.